Event description:
It was reported by the company representative: "during transfer of patient from wheelchair to bed, the left leg of lift was beyond normal angle and closed, causing a loss of stability ot the lift." Additionally it was reported: "the patient fell on the bed, and the lift lost stability leaning against a door. The operator of the lift grabbed it to keep the lift stable and damaged the lift." The device was found with one side of the chassis broken off. After the incident, that chassis was replaced.

Manufacturer narrative:
(B)(4). As of 06/15/2010, that number was de-activated due to the site no longer being a manufacturer. (B)(4). A complete investigation was performed by the manufacturer, including a review of the trend of similar problem, history of the device involved and sequence of events. It was found that there were a number of cases with a similar fault description of "device tipping". (B)(4). However, these cases were dissimilar as this case. This event appears to be singular and having been caused by the mechanical defect of the chassis side breaking. Therefore this event appears to be a single occurrence to date for this device type, which has been out of production for some time. The device itself is nearly ten years old and at the end of its intended lifetime. Concerning the device, there is no evidence of manufacturing anomalies, no relevant technical bulletins or field actions. An arjohuntleigh representative performed an on-site visit after the incident assessing the condition of the lift. It was reported from the facility that the side chassis was broken off. Since the effect of a chassis breakage has already been understood in previous investigations, including use of the device in simulated environment, no product return was deemed necessary. From the sequence of the events, it must be noted that incident happened during a transfer from the bed to the chair when the resident was supported by the floor lift. When the side of the chassis closes, one of the legs can continue to go inward. The lift started tilting and was held by the caregiver. It should be noted that the side of the chassis is used as a stopper for the leg actuator and a chassis breakage can allow the leg to go inward further than intended. It appears that the chassis failed to remain structurally conform, possibly due to all the stress it can encounter during its lifetime. Looking at the age of the device, it is likely that the legs has been repetitively impacted against external objects, such as walls, bed legs or doorways, causing structure fatigue. The device failed to meet is specification due to a mechanical fault related to elements of abuse and an inadequate design, was in use for treatment at the time of the event and contributed to the outcome of the event. Since the chassis of the device has already been repaired, there are no further recommendations. (B)(4).